Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22.5 cm distal to the is-1connector pin. Two parts of the lead were received for analysis. At the proximal end of the distal lead fragment 2 cm of the insulation were missing. Thus the matching of both ends could not be proven. The returned fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. At the distal lead fragment the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observation of noise which led to shock deliveries, as mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Further damages most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 40 months, oversensing with inappropriate shocks was reported. The lead was explanted and returned to biotronik for analysis. Apart from the shocks, no further adverse patient side effects have been reported.